Event description:
New information notes that the patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing events were noted, possible myopotential oversensing. Attenuation filter was programmed off. Device remains implanted.